Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The reported symptom system error 105 was confirmed through the history log but could not be reproduced. It was caused by an intermittently seizing motor, when the gears were turned. As a result, the motor was replaced.

Event description:
It was reported that a pump was alarming for a system error 105. There was no patient incident.